Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "pacer disabled" and "defib disabled" messages. Complaint indicated that there was no pt involvement in the reported malfunction.